Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump rate had increased to 120 bpm multiple times over the last few weeks. The system controller had been changed out with no resolution. The surgeon suspected inflow valve incompetence. It was decided by the surgeon to replace the entire pump, due to the pt already being on the device for about twelve months. The pt remains stable and on lvad support,while awaiting a heart transplant.